Event description:
Scrub tech was opening all the supplies for our case and noticed a large hole in the drape. Everything was thrown away and new supplies were quickly opened. It was actually the vascular pack that had a hole in it and the hole went all the way through to the mayostand cover as well, it looked like a handling the pack issue. However I did not notice a hole in the dust cover. Item: pack vasc drmc scv56dhdcy. The manufacturer is cardinal health.